Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Additionally, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. There was no adverse impact to customer¿s blood glucose level.